Manufacturer narrative:
This is a duplicate report of 1818910-2013-10937. This report, 1818910-2013-12102, will be rejected. 1818910-2013-10937 will be kept for investigation purposes.

Event description:
Uf rpt#(B)(6), received from hospital states that patient was revised to address elevated ion levels and fluid collection around the hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.